Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 80 units of insulin and that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 86 mg/dl.